Manufacturer narrative:
Date of report : 17jul2019, date rec¿d by MFR : 15jul2019. The manufacturer's international field service engineer confirmed the reported problem. The manufacturer's international field service engineer replaced the battery to address and correct this reported condition. The device successfully passed performance specification testing after the repair was completed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a faulty battery. There was no patient involvement. Event date not specified; estimate used.